Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown , PMA/510(k) number , manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total right hip arthroplasty on an unknown date. Subsequently, patient is being considered for revision due to instability and pain. Subsequently, a revision procedure has been indicated; however, no revision procedure has been reported to date.